Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer was advised to troubleshoot by pressing the button and charging the pump, but the screen remained nonfunctional. Tandem technical support arranged for the customer to use a backup insulin pump while waiting for a replacement pump with updated software. They confirmed that the pump was under warranty and instructed the customer on returning the malfunctioning pump and setting up the new one. A replacement pump was sent without requiring a delivery signature.